Event description:
During dialysis treatment, the patient had chills and grand mal seizure, but bp stable, was emergently transported to hospital and died. As additional information, preliminary disease of the patient was diabetes and the patient was introduced hemodialysis with rexeed-18sx dialyzer on (B)(6)2009. (B)(6)2009 (1st treatment): patient had first use reaction, chills and bp drop during the dialysis treatment. (B)(6)2009 (2nd treatment): no problem.

Manufacturer narrative:
The product in complaint was not returned to the manufacturer and could not be evaluated. We therefore, reviewed the manufacturing and control records for the dialyzers of lot no. 193v47, and no abnormality was found in the records.